Event description:
Tip of corkscrew suturelasso broke off. The tip was successfully retrieved but procedure was delayed between 30-45 minutes. Another device was used to complete the case. This device is used for treatment.